Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. The device history record (DHR) review reported: american manufacturing technologies, inc. Manufactured the insertion handle, p/n 357.411, and lot #4537012 on po #350309 ((B)(4) pieces) delivered (B)(4) 2003 and processed on (B)(4). Initially, the part conformed to the certificate of compliance, dated april 24, 2003, and was inspected and conformed to the synthes inspection sheet #(B)(4). The product was released to the warehouse on may 2, 2003. Material review reports (mrr) #(B)(4) was issued on march 19, 2003 for dimension and cosmetic nonconformances; (B)(4) parts were returned to the supplier for rework, (B)(4) were found to conform, (B)(4) was scrapped, and the mrr was closed may 2, 2003 the insertion handle was made to the synthes drawing p/n 357.411, revision ¿c¿, released on november 7, 2002. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned insertion handle was received intact. It has many scratches and dings on the surface from heavy use. The manufacture date is may 2, 2003. The complained instruments were functionally checked using the following mating components: 357.369 - blade guide sleeve for trochanteric fixation nails ¿ lot 5571933, 357.371 -buttress/compression nut for 357.369 - lot 5607664, 357.372 - helical blade inserter - lot 5173134, 357.377 - helical blade coupling screw - lot 4818089, 357.397 - cannulated connecting screw f/tfn - lot 6606047, 456.308 - 11.0mm ti helical blade 115mm - lot 6432748, 456.423 - 11mm/130 degree ti cannulated tfn, 420mm/left - lot 4374829. Bench testing the assembly showed no interference between the parts when the helical blade was inserted through the nail. Product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The assembled instruments functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were not working properly. Reportedly the helical blade hits the nail and would engage. The event occurred during an in-service no patient was involved this is report 1 of 5 for (B)(4).